Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report c-34 error on vio dv integrated electrosurgical unit (iesu). Tse advised customer to use energy activation cable and forcetriad generator. The surgeon continued with the procedure. After, customer called back to request how to connect forcetriad esu, and tse explained that energy cables and grounding pad should be connected to force triad esu. At this time, the customer was able to test the energy because da vinci system was undocked.the energy did not fire when customer was using laparoscopic foot pedal. However, the energy was working when customer started using surgeon side console (ssc) foot pedal to test. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure. Ports were placed when the issue was identified. The system functionality checked upon powering on the system. The system initially powered on without any errors. To continue with the procedure, the site restarted system, checked connections. Eventually, site had to use the cable to connect to the force triad esu to complete the case. The procedure was completed using force triad esu with no patient harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue and replaced the generator. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical, inc. (Isi) received the vio dv integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis confirmed error c-34 on vio dv iesu upon testing on an in-house system in normal mode.